Manufacturer narrative:
PMA/510(k): na this product is manufactured in the u.s. But not marketed in the u.s no additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens -8.0/+2.0/62 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced refractive surprise, blurred vision and diplopia (double vision). The patient's post-op best corrected visual acuity was 20/60. The lens remains implanted.